Event description:
A medtronic rep reported that the stealthstation monitor displayed black status and the images disappeared. There was no reported pt harm.

Manufacturer narrative:
Pt info not available at time of this report. The device has not been returned to the MFR.